Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had symptoms but it was unknown if the symptoms were related to the device/therapy nor when the symptoms began. The symptoms reported included right groin pain, fever and chills. It was noted the patient has a history of bacteremia. The patient was getting a MRI to rule out infection source in their spine. No further details were known at the time of the call. No further complications were reported or anticipated.